Event description:
Clinical study. It was reported that 177 weeks and 2 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a myocardial infarction (mi), stent thrombosis and underwent a target-vessel re-intervention (tvr). The index procedure treated one 10mm long target lesion located in the mid right coronary artery (rca) with 95% stenosis and a 2.5mm reference vessel diameter. Treatment consisted of pre-dilatation and placement of 2.5x16mm taxus express2 drug-eluting stent (des), reducing the stenosis to 0%. The patient was discharged one day post-index procedure on protocol doses of aspirin and plavix. The patient presented to the emergency room 177 weeks and 2 days post-index procedure with severe substernal chest pain that radiated to his left arm and was associated with perfuse diaphoresis and mild shortness of breath. ECG demonstrated evidence of an acute inferior wall mi and he was treated medically. The patient was transferred for emergent cardiac catheterization. The medication list on admission does not include any anti-platelet agents. Coronary angiography indicated "there is thrombotic occlusion of the previously placed stent of the proximal rca..." The proximal rca was successfully treated with angio-jet and placement of a 2.75x16mm taxus des which overlapped into the stented segment, reducing the stenosis to 0%. No complications were noted and the patient was discharged home on plavix two days after admission. The physician indicated the relationship of the mi, st, and tvr to the stent was "definitely; the relationship of the mi, st, and tvr to the index procedure as "definitely;" and the relationship of the tvr to the patient's prior co-morbid condition as "possibly."

Manufacturer narrative:
Device evaluation: the device has not been returned for review, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a suplemental medwatch report will be filed.